Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 28-dec-2017 with the following findings: review of the black box data revealed cs052 slave communication error alarm recorded on (B)(6)-2017. The returned battery cap was intact and able to fit securely to the pump for investigation. The pump powered on and successfully completed ez-prime steps. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the call service alarm complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service (cs 052/053/054/055 sleep) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.